Manufacturer narrative:
(B)(4). Date sent: 10/4/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an unknown procedure, the pouches ripped. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.